Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Phyisicnan reported " implant rupture". Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported " implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Analaysis of device photos: visual analysis of the identified photos: opening extended and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.